Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no were anomalies found.

Event description:
It was reported that after the device was implanted, there was no pacing. The day after implant, the leads had undefined impedance. The physician tested the leads and function was appropriate, but when re-connected to the device, the leads again had undefined impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.